Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond resistance test. Performed continuity test between power entry module (pem) ground and door post and resistance went from 6.322 to 0.007 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite ground bond failure was determined to be caused by a loose door post set screw. The door post will be scrapped. Device was sent to servicing.